Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the physicians office, the patient followed up with the physician in may of 2011 and reported unspecified complications. The physician referred the patient to a urologist for further medical intervention. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the physicians office, the patient followed up with the physician in (B)(6) 2011 and reported unspecified complications. The physician referred the patient to a urologist for further medical intervention. All other information is unknown and unavailable.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old.